Event description:
It was reported intermittent occlusion alarms occurred which have increased in frequency resulting in the customer's blood glucose level displaying as "high"; a specific value was not provided for 2 events. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.